Manufacturer narrative:
Update: (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered injuries and excessive levels of chromium and cobalt. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege the patient experienced pain and excessive levels of chromium and cobalt blood levels. Patient is a resident of (B)(6) (patient was a resident of (B)(6) at the time of implant). Update: ((B)(6) 2012) - patient fact sheet was received. The part/lot numbers have been updated. A stem has been added, op notes report there was a crack in the medial calcar upon implantation. Complaint has been reopened.

Manufacturer narrative:
This investigation is still open. Depuy will notify te FDA of the results of the investigation once it has been completed.